Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary investigation selection investigation site: cq zuchwil. Selected flow: device interaction/ functional. Visual inspection: we have received one out of four screws of article 04.503.104.04s. The screw is slightly bent at the tip but intact. Moreover, we found that the screw recess is badly damaged. Functional test: a functional test is not appropriate since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Dimensional inspection: a dimensional test is not appropriate since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: comparing the actual released drawing with the received screw, we can confirm post-manufacturing damages. No further manufacturing review could be performed as no lot number was made available. Summary: due to the damages at the tip and at the screw recess this complaint will be rated as confirmed. This failure is typically consistent with inadequate handling of the device in combination with excessive force application. As these screws are very small and quite fragile, a lot of care is required while handling, see also precautions instructions at page 7 of the surgical technique guide. Based on the findings above and the condition of the device, we can confirm that no manufacturing-related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: gwo, gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure to treat intracranial tumor on (B)(6) 2019, the surgeon was not able to connect one screw with a screwdriver. The same screwdriver had no issue on connecting with the other three screws. The procedure was completed by replacing the screw. There was ten (10) minutes of surgical delay. Procedure was completed successfully. No further information is available. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1) . This report is for one (1) ti matrixneuro screw self-drilling 4 mm. This is report 1 of 1 for complaint (B)(4).